Event description:
It was reported that the patient presented to the emergency room after receiving two shocks. Upon interrogation of the device, the patient repositioned themselves in bed, causing noise which resulted in another shock before device detections could be suspended. It was further determined that the right ventricular (rv) lead experienced short interval counts (sic) and high impedance resulting from a possible fracture. The rv lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).